Event description:
Information was received that a smiths medical fluid warmer emits an air detection alarm continuously, interrupting the infusing of blood products. They were using a pressure bag, along with a different brand's fluid warmer as a substitute.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in good physical condition. A disposable was installed into block four and powered on. It was then connected to the air clamp test fixture, and device was able to detect the disposable filter without an alarm sounding. The back panel of the device was removed for further visual inspection. No discrepancies were noted. 8 hours of additional tests were run with different disposables and filters. As a result, the reported customer complaint was unable to be confirmed. Device passed all functional and electrical tests.